Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, field service engineer (fse) was dispatched to customer's facility to address the reported issue. Fse adjusted the sensitivity alignments bf1 and bf2 probes, checked bf1 for leaks, and ran quality controls (qc). All results were within acceptable range, no leaks observed, and the reported error cleared. The aia-900 instrument is operating as intended. No further action required from field service. A (B)(4)-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 2231 is bf (bound free) overflow sensor 1 failure. This message is generated when the overflow sensor 1 s132 is detecting liquid constantly. The customer is to contact the tosoh local representatives and check s132 sensor. The most probable cause of the reported issue was due to bf 1 sensitivity alignment needed adjustment.

Event description:
On (B)(6) 2017 a customer reported getting error 2231 is bf (bound free) overflow sensor 1 failure during background check on the aia-900 instrument. Customer noted there is liquid buildup under the wash probes. Customer is unable to run beta human chorionic gonadotropin (bhcg), estradiol (e2), luteinizing hormone (lh ii), and prolactin (prl) patient samples. On (B)(6) 2017, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, e2, lhii, and prl. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.